Event description:
During a follow-up visit approc 9 weks post op, it was discovered that one of the superior screws was backing out of the plate. A recision surgery was performed approc 11 weeks post op to remove the screw. During the revision, it was noticed that the contra-lateral screw was fully seated, but the locking ring was not visible. It was also discovered that the center cover plate was fractured and partially chipped. The contra-lateral screw was also removed. The pt is not having any symptoms. According to the surgeon, the pt is healing well.